Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken shell and others, underweight and red particles in the shell. A microscopic analysis was performed which identified: a sharp break on the posterior side and one striated opening on the posterior side. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp break on the posterior side assessed as an unidentified (tear) opening and one striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Physician reports rupture. Device was explanted. This relates to the right side.

Manufacturer narrative:
Explant surgery was scheduled, confirmation has not been received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture.

Event description:
Device was explanted.